Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alleging possible insulin pump under delivery. Customer's blood glucose level was 16.9 mmol/l at time of incident and current blood glucose level was 16.9 mmol/l. Customer states auto mode feature was active. Customer treated with insulin pump. Customer was neither in emergency room, nor admitted into hospital. The insulin pump will not be returned for analysis.